Event description:
The customer reported that the system displayed a filament regulator failure error message during fluoroscopy, and would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monoblock was replaced, the filament was calibrated, and the collimator was aligned. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.